Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest and displacement test. However the pump was monitored for 24 hrs and unexpected battery alarms including weak battery alarms were noted. The pump was received with cracked case at display window corners, display window and battery tube threads. The pump also had a minor scratched display window and case. Unit received with stained end cap sticker.

Event description:
The customer reported via phone call that the battery slot area had crack and around the battery cap twists, where the treading. The customer's blood glucose level was unknown. It was also stated that they received weak battery alarm. Insulin pump will be returned for analysis.